Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon of an unknown concentration at a dose rate of 250 mcg/day via implanted infusion pump for cerebral palsy. The patient¿s medical history / history of side effects was indicated as none. The pump was implanted on 2022-apr-25 and gabalon 250 mcg/day dosing was ongoing. It was reported that the pump position was corrected at another hospital on 2024-mar-08. Around the end of march 2024, the patient however experienced worsening spasticity. The onset of suspected dislodgement of the pump connection part was 2024-apr-04. A contrast study was performed on 2024-apr-05, before the dose was increased due to worsening spasticity. As a result of the contrast, a disconnection of the pump connection site was suspected. Since this may have worsened the spasticity, the connection site was to be checked. It was indicated that the causal relationship for the catheter connection site was unknown, and there was no causal relationship for the other areas. The outcome of the dislodgement of the pump connection part was not recovered. Regarding etiology, it was unknown if the suspected dislodgement of the pump connection part was related the catheter, but further noted as unrelated to drug, pump, and procedure. Regarding etiology, the worsening spasticity was indicated as related to drug and unknown if related to the catheter. The worsening spasticity was further indicated as unrelated to the pump, programmer, and procedure. Additional information was received from a foreign healthcare provider (hcp) via a distributer on 2024-apr-12. A catheter x-ray revealed no problem. A pump refill was performed on 2024-jan-12, and there was no fluid accumulation when the pump placement was changed from the right to the left abdomen on 2024-mar-08. However, when the pump was removed from the pump pocket, the catheter was bent at the back of the pocket, and the possibility of a kink in the catheter could not be ruled out. After today, the effectiveness of the pump will be checked, and since 2024-may-09 is the deadline for the next refill. A check of the rate of change when the pump is refilled was to be cond ucted before that date to confirm that there was no kinking.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6); implanted: (B)(6) 2022; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 01-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The serial number of the pump was (B)(6). On (B)(6) 2024, surgery was performed due to pain at the implantation site. Refer to MFR report # 3004209178-2024-12799 regarding pain at the implant site. The pump pocket was opened and the connection was checked, but no abnormalities were found in the product other than liquid accumulation, and the pump was stored and closed. The problem was resolved. The product will not be returned to the manufacturer because it remained in use.

Manufacturer narrative:
H6 correction/update: the previously applied device code a26 is no longer applicable regarding the pump. Please refer instead to MFR report # 3004209178-2024-12799 regarding pain at the implant site. The previously applied device codes a1203 and a04 are no longer applicable and have been since replaced with a1409. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2 correction: the initial report indicated intervention required in error. No additional surgical intervention was performed regarding the catheter as reported. H1 correction: the initial report indicated serious injury in error and has since been updated to a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.